Event description:
The pt experienced a shocking/jolting sensation after he placed a magnet over his device. The pt had shooting pains going up and down his legs. The programmer needed new batteries as well. Additional info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).